Manufacturer narrative:
During surgical intervention, the physician successfully reengaged this lead. The product remains implanted and in service without further reported complications.

Event description:
Boston scientific crm received information, that during a post operative evaluation, loss of capture with this right atrial lead was exhibited; lead confirmed dislodged. No adverse patient effects were reported.